Event description:
It is reported to us that during an arthroscopic knee repair, a portion of the distal end of a screw driver broke off into the screw while the screw was being deployed into a bone tunnel. The fragment was easily retrieved and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.